Event description:
It was found that previous pt (pat.1) has expired in room on the 21st. At that time all alarms had been turned off not just suspended. At this point (pat.2) was put in rm7. The alarms were never reset and the admitted pt still read (pat1) no alarms were generated on (pat.2) (pat.2) was tachycardic with hr in the 140's (pat.2) check by md at 2000. Then at 2035 by a nurse who found a lead off. Once replaced (pat.2) was in caridac arrest with pea arrhythmia. As well as v-tach. (Pat,2) was cor'd for 45 min. After (pat.2) family placed pt on comfort care. Pt expired 2004 at 7:50am.